Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose value was 4.4 mmol/l. The customer was assisted with troubleshooting and insulin pump did not passed auto test. The customer also reported that the insulin pump had hardware low level failures during test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm error during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Hardware low level failures error was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor.